Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. A review of the device records could not be performed as the part and lot number were not provided. The complaint is being closed without conclusion.

Event description:
It was reported that after surgery, the patient had a revision surgery on (B)(6) 2013 due to the debridement, rtc repair, dce and sad. The outcome of the patient is recovered/resolved.